Event description:
Nellcor puritan bennett received a report from a biomedical engineer that the unit did not provide an audio tone.

Manufacturer narrative:
The customer reported that the report of "no audio" was isolated to the main pcb. The caller has declined returning the reported failed component for investigation and is requesting to order a replacement part. Manufacturing facility has initiated a corrective and preventative action associated with the customer reported failure. If the device is returned for investigation, results of the investigation will be provided in a supplemental report.